Event description:
Customer reports receiving erratic readings. In blood glucose tests, cusatomer received readings of 166 mg/dl, 357 mg/dl, 78 mg/dl, and 90 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.